Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as returned implant was fractured. The liner was returned and evaluated against the complaint. The locking ring of the liner is damage to varying degrees in multiple locations. Visual inspection shows a portion of the locking ring that has been gouged and material has been lost. This damage likely occurred during attempted implantation and removal of the liner. Due to the nature of the damage, no dimensional analysis will be conducted. Rim of the liner is also damaged. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. No dimensional analysis was done due to this damage. Medical records received indicate that the liner would not seat and while attempting to seat the liner, the acetabulum fracture. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Concomitant products: g7 pps ltd acet shell 48c/ pn 010000661/ ln 3916286.

Event description:
During a tha, introduction of the liner could not be accomplished after several attempts and blows on the acetabular cup. After repeated blows to the cup/liner, the native acetabulum fractured and a different product was used. There was a delay of 1-2 hours.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(4).